Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the cause of his death was subarachnoid hemorrhage and cardio pulmonary arrest. It was stated that there was no insulin in the insulin pump at time of death. The spouse stated that the customer was found unconscious and transported him to hospital where he later passed away. The called does not agree to return the insulin pump until his doctor analyzes and then she will send us back. No further information was provided.

Manufacturer narrative:
Currently, it is unknown or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.